Event description:
It was reported that 10 syringe s2 10ml 21ga 1-1/2in experienced leakage. The following information was provided by the initial reporter: backflow of blood in 10 ml syringes reported occurring in the dialysis center.

Manufacturer narrative:
The following information has been corrected: g.4. Date received by manufacturer: 2021-04-18.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2004504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned. One of the returned pictures displayed the outer unit packaging, providing the product label and information. The second picture sample displayed the product involved in the reported event and was evaluated by our quality engineer team. Through examination of the second picture, a leak was observed through the plunger rod. It has been determined that this incident resulted from damage to the plunger lip component. This type of damage may be produced during the handling of the product throughout the manufacturing process or within the plunger assembly machine. H3 other text : see h.10.

Event description:
It was reported that 10 syringe s2 10ml 21ga 1-1/2in experienced leakage. The following information was provided by the initial reporter: backflow of blood in 10 ml syringes reported occurring in the dialysis center.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 2004504 was provided by the initial reporter. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringe s2 10ml 21ga 1-1/2in experienced leakage. The following information was provided by the initial reporter: backflow of blood in 10 ml syringes reported occurring in the dialysis center.